Event description:
Philips received a complaint on the heartstart xl defibrillator indicating that ECG failure. There was no patient involvement. Based on the information available and the testing conducted, the cause of the reported problem was due to the defective ECG cable. The reported problem was confirmed. The device was operational after ECG cable replaced. The investigation concludes that no further action is required at this time.